Manufacturer narrative:
The product was not returned for evaluation and had been intended to be used for treatment. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Potential factors unrelated to the manufacturing or design of the device which could have contributed to the reported event includes: factors not associated with the manufacture or design of the device which could result in damage to the tip include: device being inadvertently dropped when removed from the inner tray, coming into abrupt contact with a hard (metallic) object or excessive force applied. Device being inadvertently brushed against another hard object such as the boundaries of a cannula causing detachment of the spacer. The instruction for use (¿IFU¿) outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review to suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, nearing the end of a right wrist arthroscopy, the tip of the microblator 30 wand broke off inside the patient. X-ray imaging was used to detect the tip of the wand and the surgeon extracted it from the wrist joint. The allegation did not affect the procedure, been completed without significant delay. The patient was not harmed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.